Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, it was observed that the device failed active exhalation verification. The device's active exhalation control module (aecm), 3 way solenoid valve, and flow sensor need to be replaced to resolve the issue.